Event description:
It was reported that the customer received 10 no delivery alarms from his insulin pump within seven days. The customer's blood glucose levels are unknown. The customer reported that each time he received an alarm, a reservoir and infusion set change resolved it. Troubleshooting was declined. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).